Manufacturer narrative:
Insulin pump received with cracked case at display window corners, display window, belt clip slot, and reservoir tube lip and battery tube threads. Insulin pump received with minor scratched display window. Insulin pump received with stained end cap sticker. Traces of moisture found at the lcd board per visual inspection. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer called to report that the insulin pump may have been exposed to moisture. Customer stated that the pump has condensation and fog over the screen. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.